Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. When the 2.5x38mm promus element stent delivery system (sds) was advanced through the y-adapter into the guide catheter, resistance was noted. The physician removed the sds and noted that the stent struts were bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed stent damage and a shaft kinks. On row 8 from the proximal end, a stent strut was raised. The outer diameter of the undamaged portion of the stent met specifications. There were several kinks along the length of the hypotube shaft. Further examination of the balloon and tip sections of the device found no issues with their profiles that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to the presence of solidified contrast media and solidified blood within the entire length of the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. When the 2.5x38mm promus element stent delivery system (sds) was advanced through the y-adapter into the guide catheter, resistance was noted. The physician removed the sds and noted that the stent struts were bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)